Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid via an implanted pump for non-malignant pain. The reason for call was the patient stated, 'the other day' when they were trying to bolus, at the bottom of the screen, they had a message that came up with a red/orange color bar that they think said error code 312. It came up so quick and went away so they were unable to obtain the message. The patient mentioned the handset does not work well when it¿s low battery. The patient had multiple general use questions about the equipment which agent reviewed with patient. The patient connected to the pump without any error codes/message screens. The patient would monitor the equipment and call back for assistance as needed. While in handset settings to clear data (see pe 708531581), the patient mentioned seeing the letter n in an orange circle next to device care and wanted to know what that was. Agent reviewed and redirected to hcit. Additional information was received from the patient who reported that they had received a letter from the manufacturing company inquiring about the code. The patient did not remember the code. The patient had to leave and did not elaborate further. Additional information was received from a consumer clarifying the error code 312 sounded about right. It was reported that patient didn't really remember since she did not write it down. The cause was there was too much data built up and was slowing down its operating procedure. Patient spoke with an agent over the phone who walked her through how to clear data. It was reported that everything was working fine.

Manufacturer narrative:
Continuation of d10: product ID: a820. Lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.